Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that fm is on the needle tip. The returned syringe was examined and exhibited a piece of material inside the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene mixed with silicone. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege received a complaint, via pictures, from material 326666. The batch number is unknown. Visual inspection of the syringe showed what looked like a small piece of hard plastic inside the barrel near the tip. Ftir analysis determined that is most likely polypropylene mixed with silicone. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It was not possible to review the quality notifications or maintenance dispatches as the batch number is unknown. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that foreign matter was found before use with a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "fm on the needle tip."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 0.5ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "fm on the needle tip."